Event description:
It was reported that the insulin pump alarmed no delivery excessively. The blood glucose reading was 200 mg/dl. The caller stated that the customer had called 4 times in the last month regarding no delivery alarms. The customer stated that she had been sent new infusion sets, along with a new insulin pump. The customer was advised that a reservoir would be sent to see if this would resolve the issue. The caller declined troubleshooting due to already having tried various remedies unsuccessfully. The customer advised that she would try reservoirs with a different lot number to see if this would resolve the issue. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.